Event description:
A malfunction was reported with the code malf 12, but no notable events occurred before the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller in performing the reset, and confirmed that the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue reappeared, which was acknowledged and understood.